Manufacturer narrative:
Device history record was reviewed, case data and the physical guide was analyzed for trajectory test. A scan spray test was assembled with the gage properly fitted into implant sites. A spray test trajectory analysis of this case showed that our surgical guide's implant trajectory lines up well with the treatment plan. We suspect that the perceived trajectory deviation may be caused by the improper positioning of the guide in the patient's mouth. For fully edentulous cases such as this, it is easy to position the guide improperly due to lack of solid landmark and flexible nature of the mucosa. As for the mandible guide, device history record indicates that the mandible guide for this patient is a bone supported guide. This means that the sleeve position on the guide cannot be compared against the patient's gingival ridge. Doctor would have to perform a tissue flap for the entire ridge before he can visually assess the guide's trajectory.

Event description:
Drills made by the guide were too lingual for both upper and lower guide. Doctor created tissue punches before seating the guide. Doctor secured guide on the maxilla with the anchor pins and did not mention any fit issues with the guide. First pilot osteotomy was done for all implant sites, one after another. During the second drill sequence, doctor noticed a decreased bone engagement of the drill. Doctor raise a flap to inspect the drill position of all sites, and found that the trajectories were too lingual. Doctor placed a bone graft and sutured the patient. For the mandibular arch, doctor inspected the fit of the guide and did not see any fit issues. However, doctor could visually see that the center of the master sleeves were too lingual compared to the center of the patient's gingival ridge. Doctor placed the guide over the mandible without anchor pins to test fit. After visual inspection of the guide on the patient was performed, doctor decided not to used the guide for the mandible and freehand placed the implants without the guide.